Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing due to an incorrect interpretation of signal. It was noted that the egm was showing slow vt at 120 bpms, and it was picking up vs. Further information was requested; however, was not provided.